Event description:
Reporter stated that patient received the following results on the aviva system compared to lab results within 2 minutes: 9.2 mmol/l (meter) and 5.1 mmol/l(lab). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).